Manufacturer narrative:
Physio-control was informed by the customer that the device will not be repaired due to the age of the device and the costs associated with the repair. The device has been permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that during a patient event their device had its service indicator illuminated and had logged multiple event codes. Upon further investigation physio-control became aware that after the patient event, the word ¿service¿ was shown across the display of the device. This is indicative of a potential device lock-up. No further details about the patient event or the patient were provided by the customer. This issue is patient related; however there was no report of an adverse patient outcome.